Manufacturer narrative:
Based on the available information, this event seemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient believed he was having an allergic reaction to the convatec skin barrier. He had red, blotchy rash with itching along the outer edges of the tape collar and not under all the tape collar. He had a similar rash on his posterior neck, back, elbows, legs and hands. He also had a reaction previously to an unknown product of another manufacturer and that is what prompted him to switch to the convatec product. He was not specific about start of the event but mentioned that it began when he started using the convatec product. He also clarified that the rash from the product of another manufacturer was mainly resolved before he began using the convatec product and that the rash was not present elsewhere prior to use of the convatec product. He had not seen a physician and was not given any prescription or patch testing for this event. He treated the rash using a previously prescribed cream-triamcinolone 0.1% topically (prescribed for reaction experienced with product of another manufacturer) and it resolved the rash, but it returned when he discontinued the use of triamcinolone. There was no other oral or topical medication in use and the patient continued to use the product. There was no rash present at the time of this report.